Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 17.0 cm from the connector tip due to friction with another device. The abrasion exposed the proximal coil which could have caused the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.